Event description:
It was reported that a patient underwent a gynecological procedure to treat pelvic organ prolapse and stress urinary incontinence on (B)(6) 2007 and pelvic floor repair mesh and a boston scientific obtryx were implanted. The patient experienced mesh erosion, pain, discomfort, pressure, difficulty voiding urine, continued incontinence, discharge, scarring, infection, odor, and bleeding and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures, including a mesh excision on (B)(6) 2008. No additional information was provided.

Manufacturer narrative:
(B)(4). Additional narrative: it was reported that the patient underwent mesh revision anteriorly and posteriorly on (B)(6) 2008 due to mesh erosion. Then on (B)(6) 2010 the patient underwent anterior vaginal mesh removal and cystoscopy due to mesh erosion. No additional information was provided.

Manufacturer narrative:
(B)(4). It was reported that the patient had a concurrent procedure of a cystoscopy performed during mesh implantation. It was reported that following insertion the patient experienced pelvic and vaginal pain, urinary retention, urinary leakage, urgency and frequency with urination, mesh erosion, protrusion, a large enterocele and profuse vaginal discharge. No additional information was provided. (B)(4).

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
(B)(4): it was reported that patient underwent revisionary procedures on (B)(6) 2007, (B)(6) 2008, (B)(6) 2010, and (B)(6) 2011.